Event description:
The complainant reported that impella rp had placement signal not reliable alarm. The audio was disabled. No report of patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The pump was not returned for investigation. Data logs show several 1051 placement signal alarms after a downward trend in the placement signal. The cvp 300 was active during the event, and the placement signal returned to the normal range after 7 hours. Failure indicates dp sensor drift. No issues were noted with the optical signal parameters. The cause of the placement signal issue was sensor drift, based on data log review. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Please refer to DHR checklist for indications of: "the qn #: (B)(4) associated with this device lot #1783817 was iso/pe issue which is unrelated to this failure mode." And "the qn #: (B)(4) associated with pressure sensor parts lot #2024320712 was related to a scratches issue, which was corrected with a 100% visual inspection." This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.